Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, t the purge retainer was confirmed to be broken (completely missing from the console ¿ no image taken). Before returning this console back to the customer, the retainer and purge flag were replaced and a full functional check on the console and optical system was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant reported that an automated impella controller (aic) had a purge clip broken off. The damaged console was replaced and there was no patient involved.